Event description:
It was reported egm revealed high frequency noise that was exhibiting myopotential inhibition. It is possible the noise was that of myopotential oversensing. The low frequency attenuation filter was turned off. The patient will be monitored with routine follow-up. The patient condition is fine.